Event description:
The device was removed due to a "tubing fracture at the reservoir." As the entire device was removed and replaced with another s-piece inflatable penile prosthesis.

Manufacturer narrative:
According to the available info this inflatable penil prosthesis was revised on 9/17/96 due to a "tubing fracture (at) reservoir." No implant info was provided. Requests for the explanted prosthesis and for add'l info surrounding this event have been made, however, to date neither the device nor the info have been received. Without the benefit of analyzing the explant and without the requested info, qa is precluded from commenting on the condition of the device or the events surrounding this incident. Should the explanted device or add'l info be received, qa will re-evaluate this event in accordance with procedures. Frequency and severity of reports of this nature are no more frequent or severe than what is stated in the labeling or usual for service.